Manufacturer narrative:
A ge rep evaluated the system and found a cable that needed to be replaced. The ge rep ordered the cable. It is anticipated that installation of the new cable will restore the system to operating as intended.

Event description:
The customer reported the monitors were flickering. No pt injury was reported.